Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead model #: sc-4318 lot #: 19951792 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed other complications and new pain. It was also reported that the new pain was unrelated to the device and the cause was unknown. No device malfunction was suspected. The patient underwent an explant procedure.